Manufacturer narrative:
Concomitant medical products: product ID: 8551, lot#: 0219346549, product type: accessory. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 2021-10-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 4.6 mg/day via an implantable infusion pump. The patient¿s medical history included chronic pain. It was reported that during the refill on (B)(6) 2020, there was first a leakage at the needle connection. The physician then changed the needle. Then, the physician accidentally injected part of the drug outside of the pump. Part of the drug outside the pump was extracted as action taken. It was noted that ¿force on the needle¿ was a factor that may have contributed to the event. Both needles used during the refill were from the same refill kit. It was confirmed that the refill template was used to help locate the refill septum, and ecography was used to help confirm the needle placement in the refill septum. It was indicated that the patient did not experience any symptoms/complications associated with the event, and that no medical or surgical intervention was needed to prevent a permanent impairment and the event did not lead to or extend hospitalization. At the time of the report, the patient status was alive without injury. The pump was correctly refilled on (B)(6) 2020. No complications were reported or anticipated.